Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that basal rates needed to be changed due to low blood glucose and requested assistance. Customer's blood glucose was 47 mg/dl. Customer declined troubleshooting. Customer received assistance with settings.